Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt106 adult inspiratory-heated breathing circuit failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The rt106 adult inspiratory-heated breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint rt106 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The device was visually inspected, pressure tested and immersed in a water bath to test for leaks. Results: the pressure test revealed that the circuit was outside of the specification. The water bath test identified the leak to be at the connection between the lid and bowl of the water trap. A lot check could not be performed as no lot date was provided. Conclusion: the water trap of the rt106 adult breathing circuit consists of a bowl and lid designed to come apart for draining water/condensate. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. Our user instructions for the rt106 adult inspiratory-heated breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."